Event description:
A report was received that alleges that the inflation line and pilot balloon became separated from the main body of the tracheostomy tube. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.